Manufacturer narrative:
A visual evaluation of the returned device found the side car-rx presented pushback out of specification. Moreover, residues were present indicating use and handling. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Moreover, the customer states that the issue was noted during preparation of the device; however, residues were present on the device indicating use and handling. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a calculi removal procedure on (B)(6) 2017. According to the complainant, prior to insertion, it was noted that the side car-rx (guidewire port) pushed back. The procedure was completed using a balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device component code relates to device problem code for the reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a calculi removal procedure on (B)(6) 2017, according to the complainant, prior to insertion, it was noted that the side car-rx (guidewire port) pushed back. The procedure was completed using a balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.